Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the log indicates the user was not in the correct ECG view when a pads signal was established. The log suggests a viable patient impedance was recognized and available throughout the event if pads view was selected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.